Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was unknown. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 3.0 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested and a result of 0.00 ng/ml was obtained. The pt underwent a cardiac catheterization, but there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was unknown.